Event description:
The pt's ((B)(6)) scs system includes a surgical lead. It was reported that the pt is experiencing pain in the area where the surgical lead is located. After unsuccessful attempts to resolve this matter through noninvasive means, surgical intervention was undertaken to explant the lead. Therapy is being delivered via the pt's remaining implanted lead. The lead was reportedly damaged during explant.

Manufacturer narrative:
Eval: results: the alleged complaint cannot be confirmed through product analysis testing alone. According to the event details, one of the electrode was damage during explant. Visual inspection revealed that electrode 8 was missing. Electrical testing also revealed that electrode 7 was open. The failure on electrode 7 likely happened when electrode 8 was damaged. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.